Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level of 32.9 mmol/l and 32.7 mmol/l. The customer contacted to health professional for the treatment. The customer did not report symptoms as a result of high blood glucose level. Troubleshooting was done for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer did not allege insulin pump was under delivering. The customer was assisted with high pressure test and displacement test. The insulin pump alarmed no reservoir detected. The insulin pump will not be returned for analysis.